Manufacturer narrative:
A clean longitudinal burst was confirmed when the catheter was received. This typically is from over pressurization. Two samples catheters were pulled from inventory and tested for rated burst pressure. Labeled nominal pressure is 4.5 atm, and rated burst pressure is 6.0 atm. The first catheter was taken to rbp of 6.0 atm and left on pressure for 3 minutes. It was then taken up to burst, which was 10.0 atm. It was a clean longitudinal burst. The second catheter was taken to rbp of 6.0 atm and left on pressure for 3 minutes. It was then taken up to 8 atm and left on pressure. It ended up bursting at 8 atm after being on pressure for over 1.5 minutes. It was also a clean longitudinal burst. Numed could not duplicate this balloon burst. Cause of the burst is unknown.

Event description:
The balloon ruptured at 4.0 atm. Nominal pressure 4.5 atm and rated burst pressure 6.0 atm.